Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 750 mg/dl. It was also reported that the insulin pump alarmed. Troubleshooting was performed. The alarm history revealed several motor error alarms. Performed a displacement test and passed. Ran a fixed prime test and the insulin exited. Advise customer to discontinue the insulin pump use and go to their back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.